Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4)(s+n oklahoma). The correct manufacturing site information and registration number is (B)(4) (s+n andover). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Event description:
It was reported that when the doctor sends the camera heads for repairs and receives a product back, the connection between the scope and the camera head is so tight that it loosens the scope when he tries to focus the camera inter-op. Rep's have indicated that usually they loosen up after being used a while and it isn't as much of a problem after some use. Customer annoyance that they loosen during focusing after receiving additional camera head sent out for repair. Not sure if camera heads received are the exact ones sent out or not.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.